Manufacturer narrative:
Film evaluation summary: the cause of the reported deployment difficulties and resulting inaccurate delivery of the two (2) implanted devices could not be determined from the films provided. While it appeared that the initially implanted device may have been implanted lower than intended leading to a possible proximal type I endoleak, additional images during implant were not provided including any cine images during stent graft deployment and removal of the delivery systems, and a review of any images during the reported events could not be evaluated. It is possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release which led to the unintended distal displacement. Other unknown anatomical, procedural, or a possible device issues cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter thoracic aortic aneurysm. It was reported that during the implant procedure, the vnmf4343c183te was implanted first as the proximal piece. It was reported that during deployment the patient's map was 100 but this raised quickly to 130+ during stent graft deployment. The physician attempted to use the quick release trigger and slider to deploy the stent graft after deploying the first two stent rings, but this failed. The physician was able to fully deploy the stent graft by turning the deployment handle, however the stent graft landed approximately 2cm more distal to where the physician wanted it to land. A second navion (vnmc4343c95te) was then implanted as a proximal extension, due to the inaccurate delivery of the first device, however the same deployment issue occurred, and the physician stated that the deployment was not smooth. After the second navion was deployed, the aneurysm was sealed and the procedure was completed. As per the physician, the cause of the event was possibly user error - it was noted that there may have been too much pressure on the delivery system or that the delivery system may have been slightly bent during deployment, however the cause has not been determined. No additional clinical sequelae were reported and the patient is fine.